Event description:
It was reported that the customer had been receiving an unexpected restart alarm and an external ram error alarm. Customer stated that this is the 3rd time in the last week that he has been having issues. Customer's blood glucose level was 68 mg/dl. Customer does not want to troubleshoot because he does not feel that his blood glucose level is related. Customer has already treated. Customer's alarm history was reset. Customer stated that the pump was not stored or not in use for an extended period of time. Insulin pump will need to be replaced. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, the reset error test and the displacement test. No unexpected alarms were noted. The insulin pump was received with a cracked case at the display window corners.